Manufacturer narrative:
There was a mistake in the date of the follow-up.

Event description:
Reportedly, upon interrogation during the follow-up performed on (B)(6) 2017, the subject pacemaker was found with parameters different from the ones programmed during the previous follow-up on (B)(6) 2015, with no data recorded in aida (device memories). The clinician performed all follow-up testing: the device appeared to be functioning normally and no changes were observed in the patient's presentation or health. The clinician re-programmed the same parameters as the ones programmed in (B)(6) 2015. Reportedly, the patient mentioned that she underwent a hearing aid test on (B)(6) 2016. During this test, a device was hung around patient¿s neck. According to the patient, there was a sign on the wall stating that this type of test should not be done if the patient has a pacemaker.

Event description:
Reportedly, upon interrogation during the follow-up performed on (B)(6) 2017, the subject pacemaker was found with parameters different from the ones programmed during the previous follow-up on (B)(6) 2015, with no data recorded in aida (device memories). The clinician performed all follow-up testing: the device appeared to be functioning normally and no changes were observed in the patient's presentation or health. The clinician re-programmed the same parameters as the ones programmed in (B)(6) 2015. Reportedly, the patient mentioned that she underwent a hearing aid test on (B)(6) 2016. During this test, a device was hung around patient¿s neck. According to the patient, there was a sign on the wall stating that this type of test should not be done if the patient has a pacemaker.